Event description:
A malfunction was reported on a pump by a caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any issues arose.